Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a second nipple redo after a history of breast recontruction in 2006 and suture was use. The patient experienced suture spitting and the suture surfaced to the skin. Spitting occurred for about 4 months. As a result of the suture spitting, the patient lost the nipple redo. No additional information was provided.